Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, his blood glucose was high at 420 mg/dl and ended up going to the emergency room. They changed his infusion set at the hospital. They gave him an infusion set that he used. At night time his blood glucose lowered to 40 mg/dl. He stated he did administer insulin in the night but it wasn't that much to go low. Customer started eating to treat for his low and by breakfast he was 80 mg/dl. Went to the hospital for an eye exam and in an hour his blood glucose went up from 260 to 320 mg/dl. Troubleshooting was performed for high and low blood glucose levels. Customer stated the time was a couple minutes off. High pressure test was performed and the device passed. No other anomalies were noted during troubleshooting. Customer stated he would monitor the device and contact his doctor in regards high and low events. The device is not returning for analysis.